Event description:
It was reported that the port was inserted in 2006. A leak was found 3cm along the tubing from the port and confirmed by a scan. The port was last used the following year to administer a chemotherapy agent and removed the same day. The port was checked upon removal, but no visible leakage was found. The user reports the port was manually decontaminated; however, it is still considered to be contaminated due to cytotoxic drugs.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.